Event description:
It was reported that the customer experienced a low blood glucose (bg) event of 32.4 mg/dl; cause was not known. The ambulance was called and customer received third party assistance from paramedics; customer's bg level was monitored. Customer consumed carbohydrates to address the issue. Customer reverted to an alternate pump for insulin therapy.